Event description:
It was reported that during a monarch bronchoscopy procedure the physician was unable to query pacs (picture archiving and communication system) and elected to abort the case. There were no reported clinical consequences to the patient.